Manufacturer narrative:
Follow up 14-nov-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was discovered that the essure device migrated and/or perforated. Two and a half year post placement procedure, she underwent a hysterectomy and removal of the essure device. These events are anticipated according to reference safety information for essure. During essure use, fallopian tube or uterine perforation may occur mostly during difficult insertions or over time through false passage. In this case, the mechanism and circumstances of this perforation were not provided. However, given its nature per se, causal relationship between reported event and essure use cannot be excluded. As device removal was required, this case is regarded as incident. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent birth control. After the implant, she began suffering from severe abdominal pain, severe menstrual pain, abnormal bleeding, prolonged menses, severe sharp back pain, migraines, and irregular vaginal discharge. It was subsequently discovered that the essure device migrated and/or perforated. On (B)(6) 2011, she underwent a hysterectomy and removal of the essure device; she suffered a long and painful post-operative recovery. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was discovered that the essure device migrated and/or perforated. Two and a half year post placement procedure, she underwent a hysterectomy and removal of the essure device. These events are anticipated according to reference safety information for essure. During essure use, fallopian tube or uterine perforation may occur mostly during difficult insertions or over time through false passage. In this case, the mechanism and circumstances of this perforation were not provided. However, given its nature per se, causal relationship between reported event and essure use cannot be excluded. As device removal was required, this case is regarded as incident. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device migrated and/or perforated /malposition of essure device location of device;/ malposition of essure device location of device:vaginal apex'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('abnormal bleeding (general)') and uterine haemorrhage ('abnormal uterine bleeding') in a 27-year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Previously administered products included for an unreported indication: depo-provera from 2003 to (B)(6) 2007. Concurrent conditions included pelvic prolapse (nature of treatment- cystourethroscopy with vaginal hysterectomy and enterocele repair.), back injury, anxiety, menses irregular, thrombophilia, dysuria, lower abdominal discomfort, urinary urgency, menses irregular, urinary tract infection, uterine bleeding, asthma, hypertension, discomfort, allergic reaction to analgesics, smoker and seizure. Concomitant products included clonazepam (klonopin) since 2012, darifenacin (enablex) since 2011 and fluconazole (diflucan) from 2010 to 2012. On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 2 years 7 months after insertion and 1 day after removal of essure. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and dyspareunia ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)"), vaginal discharge ("irregular vaginal discharge"), pelvic pain ("pain") and female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding /prolonged menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe sharp back pain"), migraine ("migraines") and procedural pain ("long and painful post-operative recovery"). The patient was treated with antibiotics, fluoxetine hydrochloride (prozac) and surgery (ablation on (B)(6) 2010 and hysterectomy (partial) on (B)(6) 2011, salpingectomy in (B)(6) 2016). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic inflammatory disease, genital haemorrhage, uterine haemorrhage, abdominal pain, menorrhagia, back pain, migraine, procedural pain, vaginal haemorrhage, depression and female sexual dysfunction outcome was unknown, the dysmenorrhoea, dyspareunia and pelvic pain was resolving and the vaginal discharge, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, procedural pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure removal dates were reported as (B)(6) 2011; (B)(6) 2011. Essure was deployed and three rings present coming from the right fallopian tube ostia and four rings present coming from the left fallopian tube ostia . If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion,tubes were occluded.; on (B)(6) 2009: total bilateral occlusion. Hysteroscopy - in (B)(6) 2010: I was told that my tubes were occluded. Diagnostic results: patient took pain killers and used heating pads for pelvic inflammatory disease, pain killers for pain. Other (please specify) - cystourethroscopy with vaginal hysterectomy and enterocele repair other (please specify) - biopsy of vaginal apex that encountered essure, removed at that time quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: plaintiff fact sheet and medical record was received. Event added from pfs- apareunia (inability to have sexual intercourse). Reporter information, medical history, concomitant drug, events onset date were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device migrated and/or perforated /malposition of essure device location of device;/ malposition of essure device location of device:vaginal apex'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('abnormal bleeding (general)') and uterine haemorrhage ('abnormal uterine bleeding') in a 27-year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Previously administered products included for an unreported indication: depo-provera from 2003 to (B)(6) 2007. Concurrent conditions included pelvic prolapse (nature of treatment- cystourethroscopy with vaginal hysterectomy and enterocele repair.), back injury, anxiety, menses irregular, thrombophilia, dysuria, lower abdominal discomfort, urinary urgency, menses irregular, urinary tract infection, uterine bleeding, asthma, hypertension, discomfort, allergic reaction to analgesics, smoker and seizure. Concomitant products included clonazepam (klonopin) since 2012, darifenacin (enablex) since 2011 and fluconazole (diflucan) from 2010 to 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression"), 2 years 7 months after insertion and 1 day after removal of essure. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)") and dyspareunia ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)"), vaginal discharge ("irregular vaginal discharge"), pelvic pain ("pain") and female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"). In december 2009, the patient experienced menorrhagia ("abnormal bleeding /prolonged menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe sharp back pain"), migraine ("migraines") and procedural pain ("long and painful post-operative recovery"). The patient was treated with antibiotics, fluoxetine hydrochloride (prozac) and surgery (ablation on (B)(6) 2010 and hysterectomy (partial) on (B)(6) 2011, salpingectomy in (B)(6) 2016). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic inflammatory disease, genital haemorrhage, uterine haemorrhage, abdominal pain, menorrhagia, back pain, migraine, procedural pain, vaginal haemorrhage, depression and female sexual dysfunction outcome was unknown, the dysmenorrhoea, dyspareunia and pelvic pain was resolving and the vaginal discharge, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, procedural pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure removal dates were reported as (B)(6) 2011; (B)(6) 2011. Essure was deployed and three rings present coming from the right fallopian tube ostia and four rings present coming from the left fallopian tube ostia . If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion,tubes were occluded.; on (B)(6) 2009: total bilateral occlusion. Hysteroscopy - in (B)(6) 2010: I was told that my tubes were occluded. Diagnostic results: patient took pain killers and used heating pads for pelvic inflammatory disease, pain killers for pain. Other (please specify) - cystourethroscopy with vaginal hysterectomy and enterocele repair other (please specify) - biopsy of vaginal apex that encountered essure, removed at that time lot number:627756 manufacturing date:2008/08 expiration date:2010/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device migrated and/or perforated /malposition of essure device location of device;"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic prolapse (nature of treatment- cystourethroscopy with vaginal hysterectomy and enterocele repair.). On (B)(4)2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), menorrhagia ("abnormal bleeding /prolonged menses/abnormal bleeding (menorrhagia) "), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pelvic pain ("pain"). On (B)(4)2011, 2 years 7 months after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)"), back pain ("severe sharp back pain"), migraine ("migraines"), procedural pain ("long and painful post-operative recovery") and dyspareunia ("dyspareunia (painful sexual intercourse);"). The patient was treated with antibiotics, fluoxetine hydrochloride (prozac), surgery (hysterectomy (partial) on 31/08/2011, salpingectomy in 11/2016) and surgery (ablation on 14/04/2010). Essure was removed on(B)(4)2011. At the time of the report, the uterine perforation, pelvic inflammatory disease, genital haemorrhage, abdominal pain, menorrhagia, back pain, migraine, procedural pain, vaginal haemorrhage, depression and dyspareunia outcome was unknown, the dysmenorrhoea, female sexual dysfunction and pelvic pain was resolving and the vaginal discharge, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, procedural pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure removal dates were reported as 31aug2011; 15dec2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2009: total bilateral occlusion,tubes were occluded. Patient took pain killers and used heating pads for pelvic inflammatory disease, pain killers for pain. Other (please specify) - cystourethroscopy with vaginal hysterectomy and enterocele repair other (please specify) - biopsy of vaginal apex that encountered essure, removed at that time most recent follow-up information incorporated above includes: on (B)(4)2018: pfs received. Reporter was added. Patient details, concomitant disease, lab data, treatment drugs and unstructured relevant tests were added. Abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, pelvic inflammatory disease , pain and dyspareunia (painful sexual intercourse) were added as events. Essure lot number was added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device migrated and/or perforated /malposition of essure device location of device;"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic prolapse (nature of treatment- cystourethroscopy with vaginal hysterectomy and enterocele repair.), back injury, anxiety, menses irregular, thrombophilia, dysuria, lower abdominal discomfort and urinary urgency. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding /prolonged menses/abnormal bleeding (menorrhagia)"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), the first episode of dyspareunia ("apareunia (inability to have sexual intercourse)") and pelvic pain ("pain"). On (B)(6) 2011, 2 years 7 months after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)"), back pain ("severe sharp back pain"), migraine ("migraines"), procedural pain ("long and painful post-operative recovery") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse);"). The patient was treated with antibiotics, fluoxetine hydrochloride (prozac), surgery (hysterectomy (partial) on (B)(6) 2011, salpingectomy in (B)(6) 2016), surgery (ablation on (B)(6) 2010) and surgery (ablation on (B)(6) 2010). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic inflammatory disease, genital haemorrhage, uterine haemorrhage, abdominal pain, menorrhagia, back pain, migraine, procedural pain, vaginal haemorrhage, depression and the last episode of dyspareunia outcome was unknown, the dysmenorrhoea and pelvic pain was resolving and the vaginal discharge, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, back pain, cystitis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, procedural pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure removal dates were reported as (B)(6) 2011. Essure was deployed and three rings present coming from the right fallopian tube ostia and four rings present coming from the left fallopian tube ostia . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion,tubes were occluded. Patient took pain killers and used heating pads for pelvic inflammatory disease, pain killers for pain. Other (please specify) - cystourethroscopy with vaginal hysterectomy and enterocele repair other (please specify) - biopsy of vaginal apex that encountered essure, removed at that time concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal haemorrhage, back pain, dysmenorrhea, urinary tract infection, dyspareunia, depression most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: new reporters, patient ethnicity, concomitant conditions, new event uterine haemorrhage added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device migrated and/or perforated /malposition of essure device location of device;"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 27-year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic prolapse (nature of treatment- cystourethroscopy with vaginal hysterectomy and enterocele repair.), back injury, anxiety, menses irregular, thrombophilia, dysuria, lower abdominal discomfort and urinary urgency. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding /prolonged menses/abnormal bleeding (menorrhagia)"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), the first episode of dyspareunia ("apareunia (inability to have sexual intercourse)") and pelvic pain ("pain"). On (B)(6) 2011, 2 years 7 months after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)"), back pain ("severe sharp back pain"), migraine ("migraines"), procedural pain ("long and painful post-operative recovery") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse);"). The patient was treated with antibiotics, fluoxetine hydrochloride (prozac), surgery (hysterectomy (partial) on (B)(6) 2011, salpingectomy in 11/2016), surgery (ablation on (B)(6) 2010) and surgery (ablation on (B)(6) 2010). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic inflammatory disease, genital haemorrhage, uterine haemorrhage, abdominal pain, menorrhagia, back pain, migraine, procedural pain, vaginal haemorrhage, depression and the last episode of dyspareunia outcome was unknown, the dysmenorrhoea and pelvic pain was resolving and the vaginal discharge, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, back pain, cystitis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, procedural pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure removal dates were reported as 31aug2011; 15dec2011. Essure was deployed and three rings present coming from the right fallopian tube ostia and four rings present coming from the left fallopian tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion,tubes were occluded. Patient took pain killers and used heating pads for pelvic inflammatory disease, pain killers for pain. Other (please specify) - cystourethroscopy with vaginal hysterectomy and enterocele repair other (please specify) - biopsy of vaginal apex that encountered essure, removed at that time. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal haemorrhage, back pain, dysmenorrhea, urinary tract infection, dyspareunia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.